Event description:
It was reported that approximately three-months post port placement on right subclavian vein, the catheter allegedly found to be broken. It was further reported that the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter in three segments were returned for evaluation. Functional, gross visual and microscopic evaluations were performed. A circumferential break was noted approximately 3.2 cm from the distal end of the cath-lock. The proximal segment was returned attached to the port body. The second catheter segment measured approximately 10.8 cm in length. The third catheter segment measured approximately 6.6 cm in length. The investigation is confirmed for the reported catheter break and the identified deformation and material separation issue, as the catheter was returned in three segments, both edges of the circumferential break between the proximal segment and proximal end of the middle catheter segment were jagged with granular break surfaces. The edges of the circumferential break between the distal end of the middle segment and the distal catheter segment appeared smooth, with a smooth uniform break surface. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately three-months post port placement on right subclavian vein, the catheter allegedly found to be broken. It was further reported that the port was removed. There was no reported patient injury.